Event description:
Discordant advia centaur hbsag results were obtained for two patient samples. The customer performed testing on the two patient samples and obtained reactive results which confirmed positive using the hbsag confirmatory assay. The positive results did not match previous results that were negative for both patients. The samples form both patients were tested for hbct and the results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbsag results.

Manufacturer narrative:
The cause for the discordant hbsag results is unk. The hbct results for both patients were negative (0.10, 0.11) and the customer did not send the samples out for additional hbsag testing. No further evaluation of this device is required.